Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio and no vibration on the g5 mobile application and an adverse event occurred. The patient¿s daughter reported that the patient experienced a severe hypoglycemic event with no alerts on the patient¿s phone or the followers¿ phones. The patient¿s wife found him non-verbal, groaning, moaning, shouting, and thrashing on the bed. She had her phone near her at the time while working on her computer and stated it did not alert. She called the paramedics who did a finger stick and his blood glucose was 27 mg/dl. The patient was given dextrose via intravenous (IV) therapy and improved, and he was taken to the hospital. The daughter works at the same hospital and when she was notified that her father was in the ER, she checked her follow application which showed the continuous glucose monitor (cgm) was 40-50 mg/dl. While in the emergency room, the patient¿s cgm values dropped again. She had her phone and her father¿s phone in her hand; hers did not alarm and her father¿s gave one very faint ping. When the cgm dropped to 80 mg/dl the daughter requested orange juice for him. The juice did not improve the cgm values, so he was given food and more juice. The cgm value started to slowly rise. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.